Event description:
It was reported that the device would intermittently power itself on and off. There was no patient use associated with the event.

Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 the patient obtained the blood glucose reading of 300 mg/dl on the reported meter which was inaccurately high compared to her expected values. One hour afterwards, she experienced the symptoms of shaking and sweating. The patient administered self-treatment by drinking orange juice; she did not seek any medical attention or treatment. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she obtained an elevated blood glucose reading on the reported meter, and received treatment with food to alleviate her symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.